Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a two level acdf (anterior cervical discectomy and fusion) at c5-c6 and c6-c7. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. Allegedly, "the patient continues to have neck spasms, loss of flexibility in her cervical spine and shoulders, and is in constant pain. The patient has continuous pain in her neck, and in her low back."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.